Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the event was not reported. On an unreported date, the patient was treated with injection vancomycin (1 gram, 96 hours) and injection ceftazidime (1gram, once a day (od)) for peritonitis. The action with dianeal and extraneal therapies was not reported. At the time of this report, the patient¿s outcome was not reported. No additional information is available.